Event description:
The device was used during a gastrectomy (sub-total). It was reported by the rep. That the dr could not fire the instrument fully and found that the tissue was not cut completely. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification.